Event description:
Upon review of a (B)(6) male pt's flag files, zoll customer support reported a service code 102 (charge profile fault). The pt was contacted and issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon eval, both leads on high-voltage capacitor c22 and the positive lead on high-voltage capacitor c21 were lifted from the pads of the monitor defibrillator board, which caused resistor r45 to open. This resulted in the service code 102. The root cause for the lifted capacitor leads could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged capacitors. The pt received a replacement monitor.